Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed intermittent low flow alarms; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed intermittent low flow alarms on (B)(6) 2025 with flow values as low as 0.9 liters per minute (lpm). The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. It was reported that heartmate 3 lvas, serial number (B)(6), would not be explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death and respiratory failure. Section 1 also provides an explanation of all pump parameters, including flow and power. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient came into the emergency department (ed) unresponsive, with no flow. Cardiopulmonary resuscitation (CPR) was initiated within one minute of the patient's arrival, and the patient was made responsive with CPR and defibrillator shocks. The cause of the issue was unknown. The patient's flows returned to normal. The cause of the event was unclear. A computed tomography (CT) scan was taken of the head and found no acute intracranial hemorrhage, and a computed tomography angiography (cta) of the chest found no pleural effusion. No CT/cta images were available. An echocardiogram was also taken and found no acute abnormalities. The patient remained intubated, was off sedation, and was noted to have left gaze deviation. A repeat electroencephalogram (eeg) was taken, which was negative for any seizure-like activity. Log files were submitted for review and captured the drop in flow and power on (B)(6) 2025 at 12:18:38, which did not appear related to a pressure or volume increase, and as pump temperatures were also normal no ingestion was expected. The patient passed away on (B)(6) 2025 following withdrawal of care.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.